Event description:
Reporter has received the er1 message and would retest either getting another of the er1 message or a blood glucose result anywhere less than 400 mg/dl. Reporter does not perform the control test and her teststrips were expired.